Event description:
It was reported that the balloon detached from the guidewire. An 8.0mm x 40mm x 35cm sterling balloon catheter was selected for use. During the procedure, the balloon detached from the guidewire.

Manufacturer narrative:
B3: date of event estimated using first day of aware month. Good faith effort attempts were made to try and retrieve additional details regarding the reported event and patient outcome, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.